Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the insulin pump went into a threshold suspend during the night when the blood glucose reading was 140 mg/dl. The sensor had read 42 mg/dl. Nothing further was reported.